Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: the lens was returned inside the lens vial, stuck in the cartridge. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while attempting to load a cq2015a intraocular lens, diopter +21.5, there was a "loading issue." There was no patient contact, the lens was not used. It is unknown whether this was a malfunction of the product or a loading error. This occurred on (B)(6)2019. Attempts to obtain additional information have not been successful.